Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty and reports patient allegations of inflammation, complications, difficulty ambulating and problems sitting, standing, and moving up and down stairs. Review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2007. Subsequently, revision procedure was performed (B)(6) 2010, and the cup, head, and taper adapter were removed and replaced. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿

Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty and reports patient allegations of inflammation, complications, difficulty ambulating and problems sitting, standing, and moving up and down stairs. Review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2007. Subsequently, revision procedure was performed (B)(6) 2010, and the cup, head, and taper adapter were removed and replaced. No further information has been provided to date. Additional information received from operative report noted patient was revised on (B)(6) 2010 due to a loose acetabular cup. Operative report further noted a cyst posteriorly and superiorly in the acetabulum and fibrous tissue during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-02528, 02529 and 02532).